Event description:
User alleges CPAP was applied to the pt wand was connected to the o2 supply on the ambulance main tank at maximum output. Within approx three minutes the clear o2 supply, running between the clear connector that plugs directly to the ambulance's green adapter and the yellow adjustable flow dial, separated. This separation occurred at the ambulance end of the clear tubing where the clear tubing pushes into the clear connector. This left the pt with the CPAP face-ice strapped to her face while in acute respiratory distress and suddenly without any oxygen flow. A quick attempt to reconnect the clear tubing was unsuccessful followed by the use of a substantial amount of tape on both keep the two pieces connected and secure. No adverse outcome.

Manufacturer narrative:
Eval - other: smiths medical's investigation into this event is still in process. The sample has been returned and upon decontamination, and receipt of the investigation, a follow-up report will be submitted. A review of our complaints system reveals this to be the first report, of this nature, on this catalog number.